Manufacturer narrative:
During the eval of the device at the MFR's service ctr, the device's sensor board tubing was found to be disconnected. The tubing was reconnected to address the issue.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.